Manufacturer narrative:
Correction to e1 (initial reporter first name, last name, facility name, address, city, postal code, phone no), e3: occupation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked at spike port area. This was observed during inspection. There was no patient involvement. No additional information is available.